Manufacturer narrative:
Concomitant medical products: model: 6947m62, lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered inappropriate therapy. Device initially withheld for sinus tach (st) and stability discriminators. Rates were fluctuating at times during episodes irregular vs. Regular. Device eventually treated for a ventricular fibrillation (vf) episode. Follow up was conducted with the patient¿s clinic. The allied health professional (ahp) at the clinic was able to verify that the patient was seen in office and no adjustments/reprogramming was completed at this time. Ahp was not able to view the remote monitor report from the hospital so they were unable to verify if the therapy was appropriate/inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.